Manufacturer narrative:
The investigation summary indicates that the: products were not returned and no lot numbers were provided. X-rays and pictures were reviewed, however, we are not able to confirm the reported pain with the received information. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: changed synthes manufacturing location from (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Synthes manufacturing location updated. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient identifier not available for reporting. (B)(6). (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a removal of hardware took place. Patient had open reduction internal fixation (oric) of the distal tibia and fibula on (B)(6) 2016. Patient healed well with good union but complained of lateral ankle pain. On investigation, computed tomography (CT) showed some of the 2.7 mm locking screws were close to the syndesmosis joint between the tibia and fibula and it was elected to remove the hardware. All plates and screws were intact as shown on x-rays. During removal, all 3.5 mm (locking and cortex) screws were removed easily. Three (3) of the 2.7 mm variable angle (va) locking screws were removed intact. Four (4) of the va 2.7 locking screws snapped with audible click when their removal was attempted. The plate was removed and the 2.7 mm screws were attempted to be removed by over reaming and conical extraction bolt. However, the shaft kept snapping a small distance down the shaft of the screw (approximately 3-5 mm). The removal of the tips of these screws was abandoned, leaving two (2) of them suspected close to the syndesmotic joint. Extra gear was brought in to aid removal. Delay to procedure one hour. This report addresses the hardware removal due to patient pain. The intraoperative breakage of the four (4) screws is addressed in (B)(4). This report is for one (1) lcp one-third tubular plate with collar 6 holes 69 mm. This is report 2 of 5 for (B)(4).